Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a laser assisted cataract surgery procedure, an incomplete capsulotomy occurred. A radial tear and anterior vitrectomy resulted. Upon follow up, the surgeon feels it was caused by the laser. The surgeon changed from the planned intraocular lens (iol) to an anterior chamber iol. The surgeon did not use the primary incision from the laser.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the problem reported. The energy was calibrated. The company service representative performed procedure burn-ins without any problems noted. The system was then tested and met all product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).